Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached easily from the thread.

Manufacturer narrative:
Samples received: 1 unopened and 1 open racepacks. Analysis and results: there is one previous complaint of the same batch for the same issue closed as not justified after the analysis. We manufactured and distributed 2,844 units of this batch. There are no units in our stock. We have received an open unused sample with the needle detached from the thread and the thread still wound on the pack. We have also received a closed unit. We have tested the needle attachment strength of the closed sample received and the result fulfils requirements: 2.85 kgf (requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 2.18 kgf in average and 2.07 kgf in minimum. Final conclusion: taking into account that there is a previous complaint and that the open sample received was unused and already detached, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.